Manufacturer narrative:
The field service engineer ran precision testing, calibration, and qc, which were within range.

Event description:
The initial reporter received a questionable gluc3 glucose hk gen.3 result for one patient sample from the cobas 8000 cobas c 502 module. The initial result was 33 mg/dl and was called to the nurse. A bedside glucose test was performed and the result was 173 mg/dl. The patient sample was repeated, and the result was 173 mg/dl. The reagent lot number was 48272701 with an expiration date of 31-aug-2021.

Manufacturer narrative:
The field service engineer changed the probes, ran a hardware check, verified the gear pump was working, checked the rinse level, and adjusted the sample probes. Hardware checks and qc results were acceptable. As the qc recovery was acceptable, there was no indication of a performance issue of the reagent. The investigation determined the service actions resolved the issue.